Event description:
In 2007, a trauma patient presented with a torn aorta. The patient had a bovine arch and was treated with the gore tag thoracic endoprosthesis. The device deployed as intended, intentionally covering the subclavian artery. Post deployment, the balloon caught on distal end of device and pushed it forward past the innominate artery. An attempt to pull the device distally was made, the tag device was pulled back approx 1cm and appeared patent. Patient left the operating room in stable condition, the tear in the aorta was resolved. On the following day, follow-up imaging revealed a distal type I endoleak. On two days later, a re-intervention took place and a palmaz stent was placed distally and resolved the endoleak. A surgical bypass was also performed from the ascending aorta to the innominate and left common carotid artery. The patient stroked during the procedure. As of the following month, the patient is alive and expected to make a full recovery without any anticipated cerebral deficit.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. This event is associated with a tag tri-lobe balloon reported under medwatch #2017233-2007-00429.